Manufacturer narrative:
(B)(4). (B)(6). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and the lower seal was not complete and seal separation was evidenced. The reported condition was verified and the cause is attributed to improper positioning of the manufacturing machine by the operator. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foil packaging for a minicap was received without air. This was observed before use. There was no patient involvement. No additional information is available.